Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected critical pump errors (open book image) were noted during testing; however, device would periodically give off a power error. Review of the unit's interior reveals that electrical board shows signs of corrosion on components located towards the bottom of the board especially the internal battery connector and the connector that links electrical board. Device received with a crack on the battery tube which extends to the top where the battery threads are located.